Manufacturer narrative:
Product analysis: it was reported that the programmer stylus pen could not be calibrated. It was indicated that the display overlay was out of specification. It was also indicated that the bezel was damaged. It was also indicated that there where software errors in the error log. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus pen could not be calibrated. The pen was changed but the issue was not resolved. The programmer was returned for service. No patient complications have been reported as a result of this event.